Event description:
It was reported that patient underwent uneventful ilasik in both eyes on (B)(4) 2015. Slit lamp exam at one day post treatment the doctor noted microstriae in right eye. Patient wanted to see if they would resolve without treatment. On (B)(6) 2014 the patient came in for a post treatment visit and asked to have the striae treated. Patient brought to the laser suite on (B)(6) 2015 and flap was lifted and stretched for the right eye. On (B)(6) 2015 patient was in for a post treatment and diffuse lamellar keratitis (dlk) in right eye was noted. Steroids increased to every 2 hrs visual acuity sans corrected (vasc) 20/40 in right eye, dlk resolving. Pin hole not done. Patient 20/25 prior to lift. Steroid taper began.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.